Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 4 scissors would not open. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that there were no non-conformities with the scissors. There was no evidence of blood. A functional test was performed on the device, and the scissors blades were able to be opened using the handle. Based upon the functional test, the reported complaint could not be confirmed. (B)(4).